Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was a value displayed as "high" on the continuous glucose monitor (specific value not provided). A correction bolus was delivered to address bg. Additionally, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.